Event description:
It was reported that a filter that was implanted 8 months ago, was tilted and it appeared that the apex was on the outside of the cava wall as well as one leg and one arm. This was discovered on an incidental image that was taken, prior to the filter being removed. The doctor decided to leave the filter in, as it did not appear to have migrated and he did not believe he could remove it with the degree of tilt noted. Pt is asymptomatic and no reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample has not been returned for evaluation as it remains in the pt. Based on the information received, the results are inconclusive and the root cause of the event is unk. The current IFU (information for use) for this device states: complications may occur at any time during or after the procedure. Potential complications include, but are not limited to: perforation or other acute or chronic damage of the ivc wall.